Event description:
Pain radiated down to thigh and calf/unable to sit on hard surface and drive [torn meniscus] [pain extremity]. Cannot stand for more than a couple of minutes [torn meniscus] [mobility decreased]. Tenderness in right thigh and calf [torn meniscus] [tenderness]. Right knee warm [torn meniscus] [joint warmth]. Right knee swollen [torn meniscus] [joint swelling]. Case description: spontaneous report was received on (B)(6) 2011 from a physician regarding a (B)(6) female patient, initials (B)(6) with a torn meniscus. The patient's medical history was not provided. On an unspecified date, the patient initiated synvisc, 2 ml. On (B)(6) 2011, the patient received a synvisc injection. Fourteen days after this injection, the patient began having pain that radiated down to her thigh and calf. The pain was described as excruciating and she could not stand for more than a couple of minutes, was unable to sit on a hard surface, and was unable to drive. The patient's right knee was swollen and warm, and she had some tenderness in her thigh and calf. Treatment included systemic or intra-articular steroid injections. The action taken with synvisc was not provided. The patient's outcome for the events was not provided. Concomitant medications were not provided. The reporting physician assessed the relationship between synvisc and the events as probably related. The qa (quality assurance) investigation results were received on (B)(6) 2011. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
The benefit-risk relationship of the product is not affected by the report. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.